Event description:
A surgeon reports that a pt developed endophthalmitis two days following cataract surgery. The pt was referred to a vitro-retinal specialist and the endopthalmitis was under control within five days. The association between this event and the intraocular lens is not known.